Manufacturer narrative:
The reported event for ipg being non-functional was confirmed. The as-received ipg would not communicate due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed autotest. The ipg also met the specification that a 10 year old device must provide at least 24 hours of stimulation after the battery has been fully recharged. It was unable to determine what caused the battery to deplete.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17760. It was reported the system was non-functional. In turn, the system was explanted.